Event description:
It was reported that balloon rupture occurred. The patient presented for percutaneous coronary intervention. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left main trunk. A 6.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at 12 atmospheres for 10 seconds, the balloon ruptured vertically in the middle. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported and the patient was in good condition after procedure.